Event description:
Consumer reports inaccurate/inconsistent readings with their family member's meter. Testing against competitive meter. Analysis run on clark error grid using competitive reading (90) as ref. Point vs.bd reading (327) yielded data points in the c range of the grid, outside acceptable limits.